Event description:
It was reported that a (B)(6) female patient ( 169cm ) underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during echocardiogram after the procedure, pericardial effusion was found. During the procedure, ablation was performed with the thermocool® smart touch® sf bi-directional navigation catheter at a position where it seemed to have escaped from the left ventricular (lv) chamber. The event may have occurred at that time, but the details and timing of the complication are unknown. Biosense webster, inc. Products were used as per the instructions for use. The patient had no significant past medical history or test values. Pericardial drainage was performed. The amount of drainage was about 90 ml. Since blood pressure was stable, the patient returned to the room. The physician suggested that complications may have occurred during ablation using the thermocool® smart touch® sf bi-directional navigation catheter. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome of the adverse event is improved. Prior to noting the cardiac tamponade, ablation was performed but details are unknown. There was no evidence of a steam pop. This event occurred after ablation was completed. No error messages were observed on the biosense webster equipment during the procedure. Additional information was received on the event. Correct catheter settings were selected on the generator. Pump flow rate setting is normally controlled by the generator. The visitag module was used, parameters for stability used were 3mm/3s/5g-25%/2mm. There was not any additional filter used with the visitag. An irrigated catheter was used in the event, the flow setting was pre/post:2/2sec. Color options were used prospectively were 390 500.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 24-mar-2022. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30694350l and no internal action related to the complaint was found during the review. Additional information was received on 27-mar-2022. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The physician commented that the adverse event occurred during the ablation with thermocool® smart touch® sf bi-directional navigation catheter. The patient outcome of the adverse event was improved. The patient did require extended hospitalization because of the adverse event. A transseptal puncture was performed with a rf needle (japan lifeline). The smartablate gen. Kit (japan) was used in the procedure. CT was noticed after ablation procedure completed. The pump was switching from low to high flow during ablation. Therefore, checked b2. Is hospitalization initial/prolonged field and updated h6. Health effect - impact code from recognised device or procedural complication (f15) to hospitalization or prolonged hospitalization (f08). In addition, originally reported the generator concomitant product of unk_smartablate generator and per the additional information updated it to smartablate gen. Kit (japan). Also provided concomitant product of non bwi-japan lifeline rf needle. Therefore, processed d10. Concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).